Manufacturer narrative:
Philips service resolved the issue by adjusting the table and c-arm and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that patient tracking was not displayed, linked to table position and c-arm alignment on an azurion 7 b20. The clinical use of the system was in use. There was no reported patient or user harm.